Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye (os) on (B) (6) 2009. The lens was explanted on (B) (6) 2010, due to pt having elevated iop. The pt experienced narrowing of the angle and shallowing of the anterior chamber. The post-op vault was normal.

Manufacturer narrative:
(B) (4). (B) (4).